Event description:
It was reported that the customer has passed away at home. The cause of death was stage 4 breast cancer and malignant plural effusion. In 2005; late stage one or early stage two. The customer's blood glucose at the time of death was unknown; however, the last recorded value was 338 mg/dl on (B)(6) 2015 at 3:58 pm and it was 215 mg/dl 3 days prior to passing. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer could not control the blood glucose on her own and the spouse did not know how to. The customer was off the insulin pump for 2 days prior to passing. The decision, to remove the insulin pump, was made by the spouse and seconded by the nurse. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. While on the phone, the caller inserted an old battery into the pump and was assisted with clearing the alarms. He inserted a new battery and reset time and date

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.